Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary: visual inspection: the compression forceps (part#: 03.211.400 / lot#: t961266) was received with a transverse breakage along the device¿s leaf spring. The breakage was just proximal of the m2.4x6 screw. The received condition was consistent with the complaint condition thus the complaint was confirmed. Dimensional inspection: dimensional inspection of the leaf spring was not conducted due to post manufacturing damage and the components could not be disassembled for inspection. Document/specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. Compression forceps. Small leaf spring. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the compression forceps as there was a transverse breakage of the leaf spring. No definitive root cause could be determined. It is likely that the condition of the instrument was due to unintended forces during device use. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history: part number: 03.211.400, lot number: t961266, manufacturing site: tuttlingen, release to warehouse date: 16-june-2011. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that a forceps was broken. There was no patient involvement. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).